Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/22/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/16/2014 with the following findings:there was no cartridge cap or battery cap returned with the pump. A test battery cap was used to complete the investigation. During testing, the pump powered on but the display was blank. The pump case was removed and the display screen was found to be cracked.